Manufacturer narrative:
Analysis of historical records: the lot number of the device involved in this event is unavailable and therefore it was not possible to perform the verification of the historical data. Technical evaluation: orthofix (B)(4) received on january 24, 2017 a portion of the device involved in this event. In the broken part returned it was not marked the lot number of the device. The broken portion returned was examined by orthofix (B)(4) quality engineering department. It was subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check confirmed that the screw is broken at the transition between thread and shaft. Furthermore, the screw is visibly deformed along the threaded portion with two flexion points that suggest overload between the two constrained extremities. The screw was then sent to an external laboratory for further investigation. The outcome of the investigation shows a breakage transversal to the main axis of the screw. The fractographic clues indicate a reverse bending fatigue fracture, with symmetric loads, considering the similar extent of the two steady propagation areas. The dimensional and raw material check confirmed that the device was originally conforming to design specifications. It was not possible to perform the functional check as the device was broken. The technical analysis performed evidenced that the failure occurred was due to a reverse bending fatigue fracture. A flat transgranular progression, with presence of striations, is confirmed and it is consistent with a fatigue fracture, with two origins located on opposite sides, as indicated by the presence of ratchet marks. Moreover, the plastic deformation of the screw confirms the overload that contributed to the failure. Medical evaluation: the information made available on the event, together with the results of the technical analysis was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "We have no details of this case beyond the fact that a 5 mm bone screw has broken. Although not specifically indicated, the report suggests that this patient was new to the surgeon, because previous information is unavailable. We have no information as to the date of surgery or the indication. The reporting surgeon, who knows the system well, suggests that the screw had received a direct blow to damage it. However, the technical analysis is very clear that this is a fatigue fracture. We need much more information to be able to fully understand what happened here. However, we can be sure that this bone screw failed because it was submitted to a heavy cyclic load beyond the design criteria. The cause of this is yet to be determined. It is possible that the screw received a blow to bend it, and later failed as a result of fatigue, but it is impossible to confirm this." Final comments: the results of the technical evaluation evidenced that the device was originally conforming to design specifications. The technical analysis evidenced that the failure occurred was due to a reverse bending fatigue fracture. A flat transgranular progression, with presence of striations, is confirmed and it is consistent with a fatigue fracture, with two origins located on opposite sides, as indicated by the presence of ratchet marks. Moreover, the plastic deformation of the screw confirms the overload that contributed to the failure. It was not possible to finalize the medical investigation as some information was not provided, i.e. Date of initial surgery, date of device failure, surgery description, copy of x-ray images, patient's information and patient current health condition. Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix (B)(4) specifications, orthofix (B)(4) can conclude that the problem occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 54-11240 tl+ half pin ao 5 mm x 180 mm, batch number: unknown, quantity: 1, hospital name: unavailable, surgeon name: dr. (B)(6), date of surgery: unavailable, body part to which device was applied: unavailable, surgery description: unavailable, patient information: unavailable, problem observed during: into treatment, type of problem: device functional problem, event description: per the surgeon, the patient came to the clinic this week with broken 5-mm diameter hp. Looks like there was direct hit to the frame resulted in bending of the hp followed by breakage at the beginning of the threaded portion. The complaint report form also indicates: - the device failure had no adverse effects on patient, - the surgery was completed with used device, - the event did not lead to a clinically relevant increase in the duration of the surgical procedure, - an additional surgery was not required following device failure, - copies of the operative reports: unavailable, - copies of the x-rays images: unavailable, - patient current health condition: unavailable. On january 13, 2017 the surgeon provided to orthofix (B)(4) pictures of the broken half pin involved in this event. (B)(4).

Manufacturer narrative:
Analysis of historical records the lot number of the device involved in this event is unavailable and therefore it was not possible to perform the verification of the historical data. Technical evaluation: orthofix (B)(4) received on january 24, 2017 a portion of the device involved in this event. In the broken part returned it was not marked the lot number of the device. The technical evaluation on the device portion returned is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation are available. Orthofix (B)(4) has requested further information on the event such as lot number of the device involved, date of initial surgery, date of device failure, surgery description,copy of x-ray images, patient's information and patient current health condition. Unfortunately, this information has not been provided yet. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Evaluation in progress.

Event description:
The information provided by the local distributor indicates: product code: 54-11240 tl+ half pin ao 5mm x 180mm; batch number: unknown; quantity: 1; hospital name: unavailable; surgeon name: dr. (B)(6); date of surgery: unavailable; body part to which device was applied: unavailable; surgery description: unavailable; patient information: unavailable; problem observed during: into treatment; type of problem: device functional problem; event description: per the surgeon, the patient came to the clinic this week with broken 5-mm diameter hp. Looks like there was direct hit to the frame resulted in bending of the hp followed by breakage at the beginning of the threaded portion. The complaint report form also indicates: the device failure had no adverse effects on patient . The surgery was completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure . An additional surgery was not required following device failure. Copies of the operative reports: unavailable. Copies of the x-rays images: unavailable. Patient current health condition: unavailable. On (B)(6) 2017 the surgeon provided to orthofix (B)(4) pictures of the broken half pin involved in this event. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).